Event description:
During esophagogastroduodenoscopy (egd), we tried utilizing our injection gold probe to perform bicap, the needle device mechanism did not work. Unable to push needle out. We then had to utilize one interject needle, and a gold probe without injection port.